Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced moderate difficulty emptying bladder. The patient was sent home on (B)(6) 2015 with a foley catheter. The patient returned to the clinic on (B)(6) 2015 and passed voiding trial and the foley catheter was removed. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.